Manufacturer narrative:
(B)(4). Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient stated his device shocked him four times and he has been feeling weak since the shocks. The patient informed his clinic of the shocks. One week later, the patient stated he had undergone surgery due to problems with his device. He further described the shocks from last week as having sent him to the floor. No adverse patient effects were reported.